Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a mobile system, compared to a professional meter, within 10 minutes: 288 mg/dl (mobile) and 124 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.